Event description:
It was reported that the left ventricular lead was capped due to high thresholds. It was noted that the lv lead was placed high on the ventricle, therefore the threshold was high. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.